Event description:
Per the clinic, the patient experienced an extrusion of the device. Subsequently, the device was explanted on (B)(6), 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 25, 2024.